Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), this coyote es balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right ata. This 2mm x 20mm x 143cm coyote es balloon was used to dilate the target lesion and during the first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.